Event description:
While performing a colon resection on the above pt, the distal stapler fired appropriately but the proxima end on two different units failed to fire. Which caused the end result ot be an ostomy.